Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. (B)(4). It was indicated that the device is not returning for evaluation as it was discarded. Therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to intolerable glare and halos. The patient was unhappy with their vision post surgery. Patient''s visual acuity was 20/20; it was not a vision issue; but a haloes/glare issue. The lens was replaced with a toric monofocal, model zct225. No further information was provided.